Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "wound dehiscence and necrosis¿.

Event description:
Healthcare professional reported left side "wound dehiscence and necrosis". The device has been explanted and replaced.